Event description:
It was reported the pump and catheter were infected. The device was explanted. The pump was delivering baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump revealed no anomaly found.